Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo for review. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However material from the production line was inspected and no issues were detected that can lead to this customer complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the micro mist nebulizer is not nebulizing the medication completely (at 8 to 10 lpm). There's too much residual medication in the cup post treatment. No patient harm reported.